Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device never worked. Confirmed device never helped with the patient's symptoms. Patient said the healthcare professional (hcp) said the device "wasn't wired right". Agent did not ask about the circumstances that led to the reported issue. Patient had the device replaced.